Event description:
Consumer called to report receiving high/low readings when taken one after another. Analysis run on clark error grid using mean average reading (68) as ref. Point vs. Bd reading (47, 89) yielding data points in the d range of the grid, outside acceptable limits.